Event description:
It was reported that patient underwent meniscal repair on (B)(6) 2014. During the procedure, the second anchor did not deploy from instrument.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined due to insufficient information.